Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing broke. The following information was provided by the initial reporter: material no: 11532269, batch no: unknown. It was reported that the tubing broke at the 0.2micron filter. Customer email response: is the date of event known for the reported defect? (B)(6) 2020. Can you provide the lot number of the product in question? No.

Manufacturer narrative:
The customer reported that the tubing broke at the 0.2 micron filter. Received was a used separated infusion set model 11532269 lot unknown. A "fluid tpn" label was affixed along the tubing between the lower smartsite port and male luer components. The separation was at the engagement of the pvc tubing sleeve p/n 660134 and inlet of the 0.2 adult micron filter p/n 10012217 components. The set's components were visually inspected for kinks, holes/tears in the tubing, or damages to the components. No other issue was observed. No testing was necessary due to observed separation. Visual inspection under magnification of the tubing's separated end observed insufficient solvent traces within the tubing engagement. Dimensional measurement of the separated tubing sleeve was not necessary due to the tubing sleeve having to be expanded during assembly of the set components. The set's other tubing sleeve engagement to the filter's outlet port was also slightly tugged. No separation was observed. Equipment used (inspection performed on (B)(6) 2020) - ram optical instrumentation/eq08204/calibration due date 05feb2021 the device history record for model 11532269 could not be conducted due to no lot number being provided. Bd manufacturing is aware of separation issues at the observed components engagement. An investigation at the tj manufacturing plant was performed under failure investigation dir # 10000304702: leaks & separations (tubing/filter inlet or output port). As a result of this investigation, the manufacturing line layout and solvent dispensers will be updated on operations where the tubing sleeve and 0.2 micron filter components are engagements in order to prevent the lack of solvent at these engagements. The customer's report that the tubing broke at the filter was confirmed. The root cause of the observed separation was due to a manufacturing assembly issue. H3 other text : see h10

Event description:
It was reported that as lvp 20d low sorb 2ss 0.2m cv tubing broke. The following information was provided by the initial reporter: material no: 11532269 batch no: unknown it was reported that the tubing broke at the 0.2micron filter. Customer email response: - is the date of event known for the reported defect?(B)(6) 2020 - can you provide the lot number of the product in question? No